Manufacturer narrative:
Concomitant medical products: 6944, lead, implanted: (B)(6) 2002; 4074, lead, implanted (B)(6) 2012; 4298, lead, implanted (B)(6) 2016.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and the new left ventricular (lv) lead exhibited non-capture. Both leads remain in use. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.